Manufacturer narrative:
Despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Batch history review: the manufacturing file of the involved batch was reviewed. The batch is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of vena cava filters sold since april 2013. Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success. B braun medical (B)(4) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based on information provided to b braun medical (B)(4) by the us importer and has not been substantiated by any verifiable information (e.g. Films or medical records) that could be used to investigate the veracity of the alleged incident.

Event description:
Filter implanted in patient on or about (B)(6) 2014. Filter was inserted via right femoral access, and deployed at the l2 position. On or about (B)(6) 2014 patient was administered a scan with contrast, filter was identified in patient upper abdomen. On or about (B)(6) 2015 patient was evaluated to check status of the filter. Physician noted the filter in a different location than the scan from (B)(6) 2014.